Event description:
It was reported that the customer's insulin pump was giving repeated alerts that her blood glucose was high. When she checked her blood glucose, it was 118 to 120 mg/dl. The customer then turned off the sensor and stated that the alert did not recur following the incident. The customer also stated that the insulin pump screen was to dark and was not easy to read. She further stated that during a bolus, she had to escape out to turn the back light on. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).